Event description:
It was reported the patient received the following results within 15 minutes on (B)(6) 2023: 256 mg/dl, 286 mg/dl and 546 mg/dl. It was reported the patient received the following results within 15 minutes on (B)(6) 2023: 159 mg/dl and 64 mg/dl.